Event description:
It was reported that the patient was experiencing presyncopal episodes. The atrial lead exhibited low impedance and noise. No intervention was reported. On (B)(6) 2015, the patient presented via transtelephonic monitoring. The patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.